Event description:
In 2005 the lay user/patient contacted lifesscan (lfs) alleging the one touch basic original meter was giving inaccurately high readings. The medical affiars specialist contacted the customer to obtain and verify information. The lay user/patient reported in 2005 at 2:30pm he obtained a result of 95 mg/dl on the reported meter. The patient took 70 units lente insulin and 30 units regular insulin prior to his meal. After taking the insulin, the patient experienced symptoms of dizziness, disorientation and he passed out. The patient's girlfriend contacted emergency services, who tested his blood glucose and obtained a 'very low' result, exact reading unknown, and administered orange juice to the patient once he was revived. The patient was transported to the hospital and his blood glucose level in the emergency room was 61 mg/dl. The patient does not know how much time elapsed between the 2 readings. The patient stated his blood glucose levels are usually between 95 mg/dl and 130 mg/dl before meals. He normally then takes insulin in preparation before his next meal. The patient takes insulin for his diabetes, and immunosuppressive oral medications for his kidney transplant. The customer care advocate determined during the troubleshooting telephone call that the patient has never set the calibration code number correctly for the test strips being used, and he was cleaning the reported meter with alcohol. The patient was educated in setting the calibration code number correctly and proper meter cleaning. The meter, test strips and control solution were replaced. This incident is being reported as an adverse event due to the fact the patient took insulin based on the meter readings, experienced hypoglycemic symptoms and had to be treated by emergency services.